Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2022-may-10 rtg0302583 rtg0608790 (con): information was received from a patient (pt) with an implanted neurostimulator (ins) for urinary/bowel dysfunction and urinary incontinence. It was reported that the patient said they're still running to the bathroom and have had urgency since 3 weeks after the implant date. Pt denied feeling stimulation. Pt increased therapy strength on the call and confirmed comfortable stimulation in the bicycle seat area. The patient will maintain stimulation levels and will continue to track symptoms. Additional information was received from the patient. They reported that their symptoms haven't gotten better since the last time they called in and adjusted settings. The therapy is not working. Not helping their symptoms. The patient is running to the bathroom every time they have something to drink, and it is urgent. The patient is changing pads again at least 5¿6 times a day. I checked the patient's settings, and they are currently at program 3 at 1.3. They said they couldn't increase the stimulation, or it would be uncomfortable. The patient switched to program 2 at 1.4. They felt the stimulation comfortably in the bicycle seat region. They are going to monitor her symptoms and see if they improve. (Con): additional information was received from the patient on 2024-06-24; the patient reported they just had the ins removed on 2024-jan-04 (the patient wasn't sure of the exact date, but they thought the 4th was accurate) because it had never helped their symptoms since the implant. The patient wanted to know what to do with their external devices. Patient services reviewed information with the patient and transferred the patient over to device registration to update their information at the call's end. Documented and reported event. No further action was taken by patient services.